Event description:
Complainant reported that the 40mm beta-cath delive3ry catheter was punctured. The site reported that the catheter was punctured possibly from the stent. No pt adverse event was reported.

Event description:
The 40mm beta-cath delivery catheter was punctured. The site reported that the catheter was punctured possibly from the stent. No pt adverse event was reported.